Event description:
It was reported that the implantable pulse generator (ipg) had flipped and patient was unable to charge to three bars despite troubleshooting attempts. It was also noted that the patient had inadequate relief for the cervical pain and was experiencing discomfort. The patient underwent an explant procedure wherein everything was removed and not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6) /(B)(6). Batch: 7091597/7092274. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 31230298.